Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant. The patient was seen at the cent for device evaluation. Testing performed confirmed the device was no longer functioning. The patient's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.